Manufacturer narrative:
Supplemental report provided as the event date (b3) and additional event details (b5) have been provided and updated from previous MFR #0001822565-2023-00101.

Event description:
It was reported that the tip of fixing screw is breaking off at the connection to a cup during insertion process. The procedure was able to be completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 (lot number): it is unknown which of the following lot numbers is associated with the reported event date 64733095; 63135927; 64604244; 64733095; 65187920; 65071709; 65071710; 65232008; 65071710. D4: UDI (B)(4). H4: 11/09/2020; 07/23/2015; 10/19/2020; 11/09/2020; 09/02/2021; 03/26/2021; 03/31/2021; 09/14/2021; 03/31/2021. Visual examination of the provided pictures identified wear and tear on each of the devices as well as the tip to be fractured as reported. Device history records for item 00780401520 lot(s) 64733095, 63135927, 65187920, 65071709, 65071710, and 65232008 were reviewed for deviations and/ or anomalies with none identified. Device history records for item 00780401520 lot 64604244 was reviewed and found deviations and/ or anomalies related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the tip of the fixing screw is breaking off at the connection to a cup during insertion process. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.